Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 38831114 and lot number 2273081. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality team. One of the pictures showed the blister packaging information only, which did not assist in the analysis of the reported defects. The second picture showed two (2) insyte 24g products; however, the picture alone did not reveal the defect.

Event description:
It was reported while using bd insyte¿ IV catheter 24ga the device broke on the patient three times. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "newborn 5 days old requires change of venous access, the channelization technique is performed with a 24g peripheral venous catheter, teflon and at the time of puncture the latex of the catheter breaks, which does not allow the passage of the mandrel, it is it presents three times, which generates multiple puncture in the newborn¿ when inquiring, they indicate that the plastic part of the catheter bends, part or retracts, preventing the correct canalization of the neonate. Images are attached, without videos of the facts.

Event description:
It was reported while using bd insyte¿ IV catheter 24ga the device broke on the patient three times. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "newborn 5 days old requires change of venous access, the channelization technique is performed with a 24g peripheral venous catheter, teflon and at the time of puncture the latex of the catheter breaks, which does not allow the passage of the mandrel, it is it presents three times, which generates multiple puncture in the newborn¿ when inquiring, they indicate that the plastic part of the catheter bends, part or retracts, preventing the correct canalization of the neonate. Images are attached, without videos of the facts.

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported while using bd insyte¿ IV catheter 24ga the device broke on the patient three times. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "newborn 5 days old requires change of venous access, the channelization technique is performed with a 24g peripheral venous catheter, teflon and at the time of puncture the latex of the catheter breaks, which does not allow the passage of the mandrel, it is it presents three times, which generates multiple puncture in the newborn¿ when inquiring, they indicate that the plastic part of the catheter bends, part or retracts, preventing the correct canalization of the neonate. Images are attached, without videos of the facts.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 2023 was used based on age of patient. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ IV catheter 24ga the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "newborn 5 days old requires change of venous access, the channelization technique is performed with a 24g peripheral venous catheter, teflon and at the time of puncture the latex of the catheter breaks, which does not allow the passage of the mandrel, it is it presents three times, which generates multiple puncture in the newborn.¿ when inquiring, they indicate that the plastic part of the catheter bends, part or retracts, preventing the correct canalization of the neonate.